Event description:
Information was received indicating that after replacing the extension tube with a smiths medical cadd extension set, the customer performed priming at pre-test, occlusion was noted in the product set. Subsequently, the extension tube and cassette were replaced, and no occlusion alarm was issued afterwards. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy testing was found to be within published specifications. No fault was found with the pump but the expulsor was trimmed to bring delivery accuracy closer to nominal of the range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: one picture of cadd extension set was received and reviewed. Device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition and was connected to a cassette product. The returned sample was visually inspected under normal conditions of illumination. The cassette product sample was received filled of a substance inside, the extension set was received with dry rests of a substance inside and with clamp activated. Due to the fact the sample was not received in properly conditions to perform an accurate investigation the sample was not testes. Based on the evidence, the complaint was not confirmed, and the most probable root cause is excess solvent applied in the solvent bonds.